Event description:
It was reported that the loaner maestro handswitch was running without user activation during service inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The device will be repaired and returned following device evaluation.